Event description:
In 2006 the lay user/patient contacted lifescan alleging that her one touch ultra meter was prompting an unk error message. The customer care advocate discovered that the pt had not set the calibration code. The cca walked the pt through a successful control solution test. The pt disconnected the call while attempting a blood glucose test. The meter, test strips, and control solution were replaced. She had been using a non-lfs meter prior to obtaining the reported meter. The other meter was not longer functioning. The pt reported that she started developing symptoms of high blood glucose levels 4 to 5 days ago. She attempted to test; however, she was unable to obtain a quantitative blood glucose result. She explained that she just was unable to properly apply the sample to the test strip. She maintained her 4 mg. Amaryl daily throughout the two weeks. On march 19, 2006 she described experiencing blurry vision, thirst, frequent urination, and goin in and out of consciousness. She again attempted to test and was unable to correctly perform the steps. Her daughter drove her to the ER, where a result of over 800 mg/dl was obtained on the ER meter. She was administered insulin through IV and administered 4 injections of insulin. She was kept overnight for observations and released with a blood glucose level of 237 mg/dl. An appointment was made with her primary care physician for 2 days later at 9:00 am. Besides diabetes, the pt has high blood pressure and an unspecified heart disease.